Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, the atrial lead exhibited failure to retract helix. The atrial lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the retracted helix clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event was due to blood that clogged the helix at the helix region.

Manufacturer narrative:
Correction: the previously reported d4 UDI number should have been (B)(6).